Event description:
Patient then had enormous swelling and ongoing pain and stiffness. The poly wear was very alarming after only 4 months of implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.